Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per op notes, "a midline incision was made above the umbilicus, a bard flat mesh (device #1) was placed using tacks." (B)(6) 2010 - patient was diagnosed with incarcerated supraumbilical hernia and recurrent epigastric hernia thereby underwent open repair with removal of mesh (device #1) and implant of ventralex mesh (device #2). Per op notes, "a portion of the mesh (device #1) was removed and a ventralex mesh (device #2) was placed into the umbilicus using sutures." (B)(6) 2011 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of composix lp mesh (device #3). Per op notes, "a midline incision was made just above the umbilicus, a composix lp mesh (device #3) was secured to the peritoneum."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2009) is considered to be a best estimate. This emdr represents the ventralex mesh (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.